Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 03/24/2016. Belt: 04/12/2018.

Event description:
A u.s. Distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 21:12:22 on (B)(6) 2021. The patient was in a paced rhythm from 80 to 90 bpm with motion artifact between 11:51:17 and 11:54:06 on (B)(6) 2021. The patient was in a paced rhythm at 100 bpm, slowing to a paced rhythm at 90 bpm with CPR/motion artifact at 11:59:55. The patient's rhythm degraded to vf with crp/motion artifact and electrode lead fall off at approximately 12:58:05. The patient's rhythm was obscured by CPR/motion artifact at 12:58:17. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient received a non-lifevest defibrillation at 12:04:14. The patient's rhythm at the time of treatment was obscured by CPR/motion artifact and electrode lead fall off. The patient's post-shock rhythm was sinus tachycardia at 100 bpm with electrode lead fall off. The patient's rhythm was obscured by CPR between 12:31:53 and 12:59:52. The patient's rhythm degraded to vf with CPR/motion artifact and electrode lead fall off between 12:59:56 and 13:04:35. The response buttons were pressed from 13:02:15 to 13:02:22. It was not reported who was pressing the response buttons. CPR/motion artifact, electrode lead fall off, and response button use prevented the lifevest from detecting the vf arrhythmia. The patient's rhythm degraded to asystole from 13:05:27 until the device shutdown at 13:26:01 on (B)(6) 2021.